Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was on the site. The event occurred three or more hours after insertion. The insertion site was abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 30-dec-2025 against "lot number 6013547 and similar malfunction code(s): occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified), occlusion at infusion site (infusion set related)-reduced flow, occlusion at infusion site (infusion set related)-blockage. The review confirmed that lot 6013547 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-dec-2025 against "lot number" criteria equal 6013547 and similar malfunction codes occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified), occlusion at infusion site (infusion set related)-reduced flow, occlusion at infusion site (infusion set related)-blockage. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013547 was manufactured according to the work instruction (wi) version 123 and manufactured in the inset line li39 on 01/jun/2025 with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5e02282 was manufactured according to the wi version 68 and manufactured in the gluing machine sc01, on 31/may/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5e02283 was manufactured according to the wi version 18 and manufactured in the gluing machine itl01, on 02/jun/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5e04939 was manufactured according to the wi version 10 and manufactured in the gluing machine itl01, on 01/jun/2025, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 5f00191 was manufactured according to the wi version 68 and manufactured in the gluing machine spot 01, on 02/jun/2025, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013547 and related malfunction codes for occlusion at infusion site. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.